Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was on impella 5.5 as a bridge to therapy. During support there multiple suction alarms, which were resolved after giving bolus. It was also reported that the optical sensor failed, trending motor current which was stable with associated p level. The team opted to exchange pump and the patient survived the event.

Manufacturer narrative:
The investigation of optical signal issue, low pump flow, and vascular damage - peripheral vessel has been completed. No data logs were returned. Optical signal issue: there were multiple ao adjustments through support and towards the last day of the case, the placement signal (ps) was seen to be drifting down and then it went out and triggered placement signal not reliable (psnr) alarms. The product was returned and the light exited the sensor face and produced psnr alarms when connected to the lab console. The 5s parameters were stable with a slightly lower snr but the ps was completely out. The factory and calibrated g0 were 16078 and the cavity length on the returned product was 17642. Based on the clinical details provided, and the returned product analysis, the root cause of the optical signal issue is most likely due to sensor wear. ¿low pump flow: the clinical states that there were multiple suction alarms throughout the case that resolved by adding volume or turning the p-level down. The returned product had no indications of thrombus or a cannula kink. The pump ran and low flow was not able to be reproduced. Based on the returned product and the clinical details, the root cause of the low pump flow is most likely due to the patients condition. Vascular damage - peripheral vessel: due to a lack of clinical information, the root cause of the vascular damage - peripheral vessel cannot be determined. D9 device returned to manufacturer date added b1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27057. B2 selection was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27057. B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27057. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-27057. H6 health effect - clinical code 1888 and health effect - impact code 4641 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27057.

Event description:
During support it was noted that heparin was off due to bleeding from internal jugular line placement and teeth to be pulled later in the day. Low platelets so plan to leave heparin off for the day to minimize bleeding from teeth pull. There was also multiple suction alarms, which were resolved after giving bolus. Additionally, the nurse called about "air in purge alarm" they de-aired system twice with no resolution, then urgently changed purge cassette and alarms resolved. It was also reported that the optical sensor failed, trending motor current which was stable with associated p level. The team opting to exchange pump.